Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that three patients had corneal swelling and high intraocular pressure post routine laser assisted cataract surgery. The surgeon noted that there was no anterior chamber reaction, only corneal edema and high pressure. Additional information requested. There are three related reports; this report addresses the third patient.

Manufacturer narrative:
A company representative (cr) examined and tested the system. The cr did not find anything that was associated with the reported event. The system was found to meet specification. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).